Manufacturer narrative:
Follow up information received on 22-jul-2016: legal claim was received; this report is considered legal case from this date forward. In or about (B)(6) 2008 essure was implanted for permanent birth control. Shortly after the procedure, she began experiencing pelvic and flank pains as well as heavy menstrual cycle accompanied with more pain. As a result of those pains, she visited medical facilities and was discovered that one of the devices had moved out of the fallopian tube. In or about (B)(6) 2011 she underwent vaginal hysterectomy as a definite cure to the symptoms that she experienced over the years. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one of the devices had moved out of the fallopian tube (seen as device migration). She underwent a vaginal hysterectomy. The previous event hysterectomy (to remove essure) was deleted. After hysterectomy she developed an infection that went into blood system which prolonged her hospitalization. The event device migration is serious and listed in the reference safety information for essure, while infection is unlisted. In this case, the exact date and mechanism of device migration are not known. Infection is a complication of surgery. Considering this information, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Upon receipt of follow-up information, this case became legal, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055943) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2008 (expiration date 31-aug-2015). Concomitant medication included amlodipine besylate, spironolacatone and one-a-day women vitamin. She had nothing but complication for 3 years. She experienced stomach pain consistent daily. She took pain medicine to help with the pain which did not work. Finally she was told the only way she get the metal rod out of her was to have a hysterectomy. In (B)(6) 2011 she underwent a partial hysterectomy. After having the hysterectomy she had a complication in extending the hospital stay for 9 to 10 days due to having infection that went into blood system. Ptc investigation result was received on 12-nov-2015. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported she underwent a partial hysterectomy on (B)(6) 2011 (mentioned as to remove essure). After hysterectomy she developed an infection that went into blood system which prolonged her hospitalization. These events are serious, hysterectomy is listed in the reference safety information for essure, while infection is unlisted. Both are considered related to essure (infection as a complication of surgery). If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned she had to have a hysterectomy, but no clear reason was provided (the only complaint she had was a stomach pain, and hysterectomy is not a compatible treatment to this). Although limited information was provided, it cannot be excluded that this surgery occurred as a consequence of essure. Therefore this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Additional information was requested.

Manufacturer narrative:
Follow-up received on 07-dec-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported she underwent a partial hysterectomy on (B)(6) 2011 (mentioned as to remove essure). After hysterectomy she developed an infection that went into blood system which prolonged her hospitalization. These events are serious, hysterectomy is listed in the reference safety information for essure, while infection is unlisted. Both are considered related to essure (infection as a complication of surgery). If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned she had to have a hysterectomy, but no clear reason was provided (the only complaint she had was a stomach pain, and hysterectomy is not a compatible treatment to this). Although limited information was provided, it cannot be excluded that this surgery occurred as a consequence of essure. Therefore this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Additional information could not be obtained.